Manufacturer narrative:
The evaluation found the asset hd lcd monitor failed inspection as there was no visual output. During troubleshooting, the monitor's boards were all replaced with test units and the monitor still exhibited no image condition. The potential cause of the no image condition is likely due to faulty a lcd panel. A review of the hd lcd monitor's history indicates the monitor was last serviced on may 6, 2020 (no problems found). The cause of the reported event cannot be determined at this time as the investigation is ongoing. If additional information becomes available, this report will be update accordingly.

Event description:
The service center was informed that the asset high definition liquid crystal display (hd lcd) monitor has no image. There was no user harm reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-04060. The original equipment manufacturer (OEM), omsc, performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due a malfunction of the lcd panel. Since the actual product was not sent to the OEM, the exact cause of the damage to the lcd panel could not be identified. It is presumed, however, that the event occurred 5 years and 10 months after manufacturing, which is considered to be caused by the normal aging deterioration."